Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hbsag ii on a cobas e411 rack. The sample initially resulted in an hbsag value of 1.03 coi (reactive). The sample was repeated on (B)(6) 2025, resulting in a value of 0.55 coi (non-reactive). The customer stated that quality controls were not run on the day of the event. Controls were last run on (B)(6) 2025.

Manufacturer narrative:
Controls were last tested on 13-oct-2025. No controls were run on the day of the event. Controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration. Initially reactive results may occur. All initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii assay. Sample must be investigated using a neutralization test (elecsys hbsag confirmatory test or elecsys hbsag ii auto confirm). Results confirmed by neutralization with anti- hbs are regarded as positive for hbsag. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hbsag ii assay performs within specification. Medwatch field d4 has been updated.